Event description:
It was reported that during a procedure to treat an unspecified 70& stenosed lesion with moderate tortuosity. When the connect flex guide wire was wiped with gauze, it was noted that the ptfe coating flaked off. There were no adverse pt effects and no clinically significant delay in the procedure. No additional info was provided.

Manufacturer narrative:
The investigation is ongoing. On the 11/25/2013 abbott vascular initiated a voluntary field action recall for ht connect peripheral guidewires, due to a small number of devices exhibiting partial delamination of the ptfe coating. To date, the frequency of worldwide reported incidents of delamination of the coating is (B)(4). While there have been no long term or irreversible pt effects reported, potential risks associated with delamination of the coating include embolism, thrombus and occlusion in the peripheral vessels. Abbott vascular has ceased distribution of the product while evaluating appropriate corrective and preventive actions.